Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s spouse reported via phone call that they had low blood glucose level. Customer¿s blood glucose level was 45mg/dl. Customer declined to troubleshoot for this. Customer stated that they will treat with food. Sensor glucose value was 42mg/dl and blood glucose level was 100mg/dl. Insulin pump will not be returned for analysis.